Event description:
It was reported that the patient's right ventricular (rv) lead exhibited myopotential over-sensing after anti-tachycardia therapy (atp) was successfully delivered for a ventricular tachycardia (vt) episode. No intervention was performed. There were no patient consequences.